Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: 010000848-g7 neutral e1 liner 32mm d- 6731104. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02352. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the e1 liner would not assemble with g7 acetabular shell. Eventually the products could not be implanted and surgery was discontinued. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d10; g4; h2; h3; h4; h6. Reported event was confirmed. One g7 neutral e1 liner 32mm d and one g7 osseoti multihole 50mm d was returned and evaluated. Upon visual inspection the shell has damage to the inside radius. The liner has scuffing on the outer radius with no damage to the locking feature or the scallops. The liner fit in the shell but was not impacted by the technician. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.